Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 failed. The field service engineer replaced rails to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had auxiliary drawer 7 was sticky and difficult to open. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.